Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on the keypad trace. No button error alarms occurred. The pump was inspected and there was no trace of moisture damage found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer was getting a button error alarm on the insulin pump. Customer took the battery out and replaced it. Caller stated that it was not allowing her to change the site. Customer's blood glucose was 330 mg/dl. Customer was given a shot to treat. Customer was fishing off a pier when the button error alarm occurred immediately after being exposed to moisture. Customer stated that the pump was stuck between his boxers and his belly. Caller stated there is condensation on the pump. Customer's mother was advised that the pump will need to be replaced. Caller was advised to discontinue use of the pump and to revert to a back-up plan.